Event description:
Customer called in to report cosmetic damage on the insulin pump. Customer mentioned her current blood glucose was 488 mg/dl. Customer declined troubleshooting for high blood glucose. Damage was located on the case of the device and the reservoir compartment. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. The device passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.